Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. The event is not a reportable event (severity 5 in risk assessment). The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in maintenance. The root cause was determined to be a defective paux sensor on the sensor board 2.in consequence (correction) msp sensor board 2 with part number 10089445 was replaced. There was no patient or user harm.

Event description:
Zero scale calibration not possible, paux is at -8.5 and can't be adjusted to around 0.0. Paux value was also unstable at first, going up and down a lot until I disconnected a flow sensor tube to stabilise it. It didn't correct it's value though.